Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's daughter reported to the distributor on (B)(6) 2015 that the patient had bruising under the device, an open bleeding sore under the left back electrode, and soreness under the front te pad ( no visible sores). The patient removed the device due to the sores. The patient's sister reported that the patient was "skin and bone" and that when she wears the lifevest, she bruises and gets golf ball size lumps and sores on her body. There was no alleged device malfunction. The patient did not require any medical intervention. The final medical outcome of the irritation is unknown.